Event description:
The customer was admitted to the hosp due to dka. The nurse stated that the dr could not determine the cause for high bgs. Also the nurse stated that the pump gave several error alarms and had to be reprogrammed. The customer's bg was treated with insulin drip. The customer was wearing the pump at the time of the admission, but it was uncertain if the pump had dead batteries. Additionally, the customer was out of infusion sets, so was the hosp. Advised the nurse that the infusion sets will be mailed since the dr wants the customer back on the pump.